Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: vyaire medical field service representative (fsr) went onsite and inspect the unit. Biomed on-site had unit on over weekend until arrival. Cycled power and downloaded the logs. No noticeable issues with display at startup. No high priority alarms or technical failures present. Ran verification without issue. All tests passed required criteria. Unit meets factory specs. Reported issue is not reproducible. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us 17,3" ventilator had a glitch on screen. No patient involvement.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause couldn't be determined as issue no longer reproducible. No hw failure visible on the logs.